Event description:
Per the pt's report, he fell and hit his head while getting into the car. The fixture site did not heal well and had scarring. A revision surgery was done (date not reported) and the pt was fit with an 8.5mm abutment. The audiologist reported in 2008 that the pt was fit with a 5.5mm abutment and is reportedly doing well. The surgeon has instructed the pt to take better care when entering his car.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.